Event description:
Pt underwent surgery for debridement and revision of left tibial component.

Manufacturer narrative:
Investigation is not complete. Incorrect event device code. Product was revised.